Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient received inappropriate high voltage therapies due to externalized conductors on the rv lead. The lead remains implanted.